Manufacturer narrative:
Device passed self test and displacement test. Pump error 53 found in the insulin pump history due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the pump error alarm and unable to clear. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.